Manufacturer narrative:
One impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm (tsvh11) was returned for investigation. Visual inspection of the as returned product identified significant signs of wear damage about the implant collar, and bone issue attachment from removal. The collar is fractured open in two locations. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: date of this report, device expiration, UDI is n/a, date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", date of manufacture, entered evaluation codes, added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k number: k013227.

Event description:
It was reported that the implant had fractured. The implant was removed and the site was grafted. Tooth location 30.